Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contacted reported a leak of a chemotherapeutic agent. The tubing set was to be used to deliver an unspecified concentration of oxaliplatin. It was reported that during priming of the tubing set "under the hood" in the pharmacy department, a leak of solution from the filter air vent was noted. The tubing set was replaced and the therapy was initiated. The solution that leaked was cleaned up according to the user facility's protocol. There were no reports of any adverse effects to the nurse. No medical interventions were required. Though requested, no additional information was provided.